Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received indicating that this system recorded a code 1005, as an open circuit condition was detected during shock delivery. It was found that the shock impedance values have been fluctuating a lot. Technical services (ts) reviewed device data and indicated that the implantable device power consumption is stable, and the charge time is evolving as expected. Lead replacement was recommended, and a health care professional should evaluate risk benefits of keeping the implantable device or replacing it with a new device based on the patient clinical status and condition. At this time, there is no evidence to suggest that an intervention has been performed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received indicating that this system recorded a code 1005, as an open circuit condition was detected during shock delivery. It was found that the shock impedance values have been fluctuating a lot. Technical services (ts) reviewed device data and indicated that the implantable device power consumption is stable, and the charge time is evolving as expected. Lead replacement was recommended, and a health care professional should evaluate risk benefits of keeping the implantable device or replacing it with a new device based on the patient clinical status and condition. At this time, there is no evidence to suggest that an intervention has been performed. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that the intention is to explant the entire system and implant a single chamber implantable cardioverter defibrillator system, but the official plan will be further discussed. This replacement procedure has not been scheduled yet. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received indicating that this system recorded a code 1005, as an open circuit condition was detected during shock delivery. It was found that the shock impedance values have been fluctuating a lot. Technical services (ts) reviewed device data and indicated that the implantable device power consumption is stable, and the charge time is evolving as expected. Lead replacement was recommended, and a health care professional should evaluate risk benefits of keeping the implantable device or replacing it with a new device based on the patient clinical status and condition. At this time, there is no evidence to suggest that an intervention has been performed. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that the intention is to explant the entire system and implant a single chamber implantable cardioverter defibrillator system, as the patient was a non-responder to cardiac resynchronization therapy. The procedure began, and when the physician was advancing the extraction laser over the rv lead, a tear in the superior vena cava (svc) occurred. Thoracotomy and svc bypass were attempted, but the patient passed away during the procedure. It was confirmed that the system remains in situ and will not be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.this report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes).